Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (no image) was due to corrosion of charged coupled device soft sheet. The most probable cause of the complaint (corrosion of charged coupled device soft sheet) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service repair technician indicated no image due to corrosion of charged coupled device soft sheet. There was no patient involvement.